Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 07/17/2018, electrode belt: 05/23/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 1:16pm. The patient was reportedly in the hospital ICU prior to passing. It was reported that the patient's passing was cardiac related.   Per clinical review of the available ECG data, the device detected asystole at 11:51:03, and the ECG shows bradycardia at 30 bpm slowing to severe bradycardia at 10 bpm with pvc's. The device again detected asystole two more times from 11:53:27 to 11:59:34 and the ECG shows asystole with intermittent cardiac activity and CPR artifact. From 12:00:25 until 12:02:30 the device detected an arrythmia two times with response button use. The ECG shows asystole with CPR artifact. It is unclear who was pressing the response buttons. Response button use was detected again from 12:04:05 to 12:04:06. It is unclear who was pressing the response buttons. The patient experienced an inappropriate treatment event at 12:04:52 when the patient's rhythm was CPR artifact and the post shock rhythm was asystole with CPR artifact. Response button use was again detected at 12:04:53. It is unclear who was pressing the response buttons. At 12:10:44 an arrythmia with response buttons usage was detected and the patient's rhythm was CPR artifact that transitioned to ventricular tachycardia (vt). The patient received an additional treatment at 12:11:57 when the patient's rhythm was vt at 230 bpm. The patient's post shock rhythm was atrial fibrillation (af) at 90 bpm with pvc's and motion artifact. The device detected asystole two times from 12:23:12 until 12:30:32 and the ECG shows sinus rhythm at 85 bpm slowing to sinus rhythm at 75 bpm degrading to asystole with intermittent cardiac activity and CPR/motion artifact. From 12:31:22 until 12:54:04 the device detected an arrythmia seven times with response button use, and the ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. It is unclear who was pressing the response buttons. The rhythm them transitions to vt from 100 bpm to 130 bpm with CPR/motion and tactile artifact degrading to asystole with CPR/motion artifact. At 12:55:00 the patient was in vt at 100 bpm slowing to an idioventricular rhythm at 70 bpm. The rhythm then degrades to asystole with CPR/motion artifact. At 12:56:19 to 12:56:53 the device detected asystole with CPR artifact degrading to asystole with response button use. It is unclear who was pressing the response buttons. The patient was in asystole at the time of the device shutdown at 12:57:37 on (B)(6) 2020. The device properly detected vt intermittently from 12:31:22 to 12:55:00. However, response button use, CPR/tactile artifact, and the heart rate being below the threshold for treatment prevented the lifevest from treating the patient. Vt from 100 to 130 bpm was seen in the patient's ECG. The rate was well below the patient's prescribed threshold of 150bpm. 120bpm is the lowest threshold that can be set for vt. The device properly detected asystole, a non-treatable rhythm. There were no deficiencies alleged. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.